Event description:
On (B) (6) 2009, the sales rep reported that during a kit inspection, it was identified that the tip of the extender sleeve was broken. This malfunction has resulted in an adverse event in the past.

Manufacturer narrative:
This event occurred during kit inspection. Product is an instrument and is not implantable. Evaluation pending.